Event description:
In 2003, a clinician was using the etm weingardt plier to crimp a stop on a titanium wire. When the plier was squeezed the tip of the plier fractured off and hit an adjacent tooth, #7, causing an enamel fracture of the incisal edge. The pt was referred to their general practitioner for a composite restoration of the affected tooth. The restoration was completed without incident. There was no loss of vitality and no endodontic treatment was required. The general practitioner confirmed that orthodontic treatment could be continued. The pt has not had any further complications.